Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device reached storage mode. The device was to be explanted and returned. As of today, available evidence suggests device remains in service. There were no adverse patient effects.